Event description:
Event occurred in china. Damaged haptic after implantation. Trailing; root; damaged haptic; unknown; unknown qa updated in july 18,2025: damaged haptic when the doctor opened the package. Qa updated in sep 22 2025: according to the sales team's update, the haptic was damaged after implantation and required a secondary surgery. Problem code: a0414 - material split, cut or torn.

Manufacturer narrative:
This initial report is being submitted to FDA for a reportable event that occurred outside the USA. Haptic damage is indicated as a potential malfunction related to the iol, as stated under the warnings section of the product's instructions for use (IFU). The product was returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. Appearance check result was consistent to reported information. No abnormalities were found in production and inspection records of the product (serial no: (B)(6); model: py-60ad). We also confirmed there were not any abnormalities on the loop pull strength test record of the material lot (tydk-60-05). The dye test result showed the injector tip was properly coated. The lens release test result showed that the re-installed new iol could be released out of the returned cartridge/tip without any problems. The exact root cause was not determined. However, based on the available information and our investigation, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.